Manufacturer narrative:
See the associated complaints: (B)(4). Device not returned for evaluation.

Event description:
It was reported the patient had his inflatable penile prosthesis (ipp) removed and replaced due to his left cylinder had eroded out of the tip of his penis and through his glans during in the last two weeks. The physician is unaware as to what caused his erosion. The new device was placed on his right side and the left side was left without an implant to allow the space to heal. The new device consisting of a 18 cmx12 mm cylinder, pump and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.